Event description:
It was reported that the unit allegedly did not alarm for a paced rhythm. Nurse found pt and called code. Pt expired. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.